Manufacturer narrative:
The customer's product has been requested to be returned. If the product is returned, lifescan will provide the testing results in a follow-up report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging contrast issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.